Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the internal carotid artery aneurysm was treated with pipeline. The blood flow-directed dense mesh stent pipeline and marksman were hydrated normally. After the catheter was in place, the stent was inserted. The tip end could not be opened after deployed in the straight section of the blood vessel. After trying to retrieve it twice, waiting for the tip end to open, deployed enough length and used the common push-pull technique in clinical practice, the tip end still could not be opened. So the stent was removed and pushed out of the body but still could not be opened. A new dense mesh stent was replaced to complete the surgery. The patient was in good condition. There were no symptoms reported. The pipeline used for an indication that is approved. The pipeline and any accessory devices were prepared as indicated in the IFU. The patient was being treated for a saccular, unruptured aneurysm in the left internal carotid artery with a max diameter of 8mm and a neck diameter of 6mm. The landing zone was 3.7mm distally and 4.2mm proximally. Vessel tortuosity was normal. Angiographic result post procedure showed blood flow slowed down. Dapt (dual antiplatelet treatment) was administered.

Manufacturer narrative:
Product analysis #(B)(4) equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex was returned within the inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The distal end of the braid was not opened and frayed. The proximal end of the braid was opened and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was confirmed as the distal end of the braid was not opened and frayed. However, the cause of the failure to open could not be determined. Possible causes of the failure to open include vessel tortuosity and damaged braid. The customer reported that the vessel tortuosity was normal, ruling out the vessel tortuosity as a potential cause. In the event, the damaged braid contributed to the failure to open issue. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the failure to open determined that the stent could not be opened on its own. There were additional steps or other devices attempted to open the pipeline which included: attempts at retrieval, long waits, pushing with the aid of vascular morphology and etc. Were all successful.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.